Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: the investigation found the returned filter nicely shaped, except from one of the secondary legs, which was slightly deformed. However, the distance of the primary filter legs was found according to specifications and therefore the exact reason for the unexpanded filter legs cannot be determined, but the filter may have been somehow obstructed from fully expanding, either due to a clot turning into fibrin formation or due to other biochemical mechanism during the procedure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted a igtcfs-65-jp-jug-tulip from the right jugular vein. The physician confirmed the filter was placed in between where the third lumbus was pushing the vein under the right renal vein, but the filter legs were not opened. However the legs did not look being tangled. He removed the filter using a gtrs-200-rb because it was not fixed to the vessel wall by the legs and then placed another filter without problem. Patient outcome: the patient did not experience any adverse effects due to this event.